Event description:
Reporter alleged when going to a routine lab appt at the hosp, the customer's meter read 82 mg/dl compared to the lab measurement of 41 mg/dl when performed within 1 min of each other. It was stated customer ate peanut butter and jelly crackers as well as drank a glucose drink as a result. No other actions taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.